Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had no delivery alarm. Customer¿s blood glucose was 282 mg/dl at the time of incident. The issue was resolved by changing reservoir. The product will be returned for analysis.